Event description:
It was reported via implant card received by the manufacturer that the patient underwent full vns replacement surgery due to high impedance. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Follow up revealed that the high impedance was first observed on the date of the vns generator replacement surgery, which lead to the full vns replacement. The high impedance was observed after the new vns generator was connected to the lead. Attempts at product return revealed that the explanted products were discarded.